Event description:
Patient was in MRI machine and felt burning sensation. Patient could not get the attention of staff. 'Panic bulb' was not given to patient and she sustained a burn, at least at a stage 2 burn over 3x3cm. The machine was taken out of service once event was discovered. Ge was contacted and arrived to inspect the machine. Machine passed inspection per ge technologists. They performed an on-site inspection & passed the device for further use.